Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2005 via the right internal jugular vein to prevent blood clots following a gastric bypass surgery. Patient states "long term implant past suggested removal date has caused emotional distress. Other specific injuries pending results of CT scan." Without further explanation. Patient further alleges to have experienced anxiety.

Manufacturer narrative:
Investigation: the following allegations have been investigated: emotional distress, anxiety. Unknown if the reported emotional distress and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this time. No relevant notes on neither device or lot number. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation- a review of complaint history and specifications was conducted during the investigation. Gunther tulip filter (lot unknown) was not returned for investigation; therefore, device failure analysis and physical examination of the device used in this case could not be performed. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product is manufactured and inspected according to manufacturing instructions and quality control instructions. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2005. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.